Event description:
(B)(6) advia centaur xp hbsag results were obtained for a patient sample. The patient sample was retested using the advia centaur xp confirmatory assay. The results were (B)(6). Days later the patient was tested for hbsag and the result was (B)(6). On a separate date, the patient was tested again and the results were (B)(6). Repeat testing was performed and the hbsag results were (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag results.

Manufacturer narrative:
The cause for the discordant hbsag result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." "The performance of the assay has not been established for populations of immunocompromised or immunosuppressed patients. Results from these individuals must be interpreted with caution."